Manufacturer narrative:
Physio-control performed additional evaluation on the device and verified the reported issue. Physio observed that the internal hlc batteries were depleted but was unable to determine the cause of the depleted hlc batteries. The customer received a replacement device.

Event description:
The customer reported that their device was showing all three icons (attention, charge-pak and service wrench). This issue would cause the device to not have sufficient power to provide a proper amount of defibrillation therapy to a patient, if needed. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4): physio-control has receive the device and performed an initial evaluation of the device. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.